Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery life had been lasting for only days or sometimes hours for the past 10 days. Reportedly, energizer lithium batteries were always being used in the pump and the battery setting type matched. The reporter denied moisture or corrosion in the pump and denied cracks or damage to the battery compartment and the battery cap. Reportedly, there was no recent trauma to pump, and the reporter stated that the cap was over tightened and that the cap could not be opened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: the pump powered on with returned battery cap. The battery cap was able to fully tighten however, the coin slot was stripped. A power loss was not duplicated. The battery compartment was observed to be intact. Current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. One replace battery alarm and three low battery warnings associated with the same battery was observed in the black box. There was no evidence of excessive battery usage observed in the black box.